Manufacturer narrative:
The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Sales representative reported "the patient ended up with a periprosthetic seroma and had to go back in for surgery to do a washout and implant exchange". This record is for unknown side. Device was explanted and it is unknown if the device will be returned.